Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: a tbe 40 x 81 mm device was attempted to be placed for further proximal extension but was unable to be advanced beyond the external iliac artery. The left side was used for access. Upon inspection, there is reported to have been a ¿lifting¿ of the tip of the device. It is not clear if this means a kink in the tip or fraying of the tapered end. It is also not clear if this was present prior to initial insertion or after attempted delivery. The only anatomic finding related to the left access vessels is the mild stenosis at the left eia anastomosis. This does not appear significant but the diameter measures 7.4 mm in this focal area. The IFU for the 40 mm tbe device requires a minimum vessel diameter of 8.5 mm. There is also some mild to moderate calcification of the posterior wall of the distal left eia that could have contributed to altering the device tip, though the vessel diameter here is >10 mm. The remainder of the left eia and left graft is widely patent with no significant disease. Again, this focal narrowing does not appear significant, and the two tx2 devices with the same 8.5 mm outer diameter were delivered successfully, but the diameter at the eia anastomosis is outside of IFU. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent aneurysm of the descending aorta repair using tx2 devices on (B)(6) 2013. Zteg-2p-36-152-pf was placed in proximal side and zteg-2p-38-152-pf was placed in the distal side. And tbe-38-77-pf was placed in the junction of those two. On (B)(6) 2017: growth of the aneurysm has been confirmed. Endoleak type could not be determined but type ii was suspected mostly, so coil embolization to solve the type ii endoleak was planned. However contrast in the proximal side of zteg-2p-36-152-pf and the distal side of zteg-2p-38-152-pf were observed as well, so additional placement of the stent grafts were performed on (B)(6) 2017. On (B)(6) 2017: additional procedure was performed. The access vessel (left) was 9 mm and previously replaced with an artificial vessel. Zteg-2p-40-135-pf was placed in the proximal side of zteg-2p-36-152-pf and zteg-2d-38-136-pf was placed in the distal side of zteg-2p-38-152-pf. Zteg-2p-40-135-pf was placed lower than planned, so the physician decided to place tbe-40-81-pf additionally just in case. However the delivery system of tbe-40-81-pf would not advance because it got caught the artificial vessel even the delivery system of zteg-2p-40-135-pf had been advanced before this one. He removed the delivery system and found the sheath tip was slightly lifted. He gave up placing the extension and performed additional touch-up at the proximal side where the additional stent graft was placed lower than planned. He confirmed no endoleaks and completed the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.